Manufacturer narrative:
The customer reported that the display was black. The device was evaluated at philips, and the symptom was duplicated. Replacement of the processor pca resolved the issue.

Event description:
The customer reported that the display was black.